Event description:
Patient is stable and no known effects from case. Md states case was very difficult and vessel was very calcified. Gaia 3 was being used to cross lesion when he felt like the tip broke. Md said he is sure all the wire came out of vessel and feels like spring coil held tip of wire during removal. Md states the vessel was so hard with calcium that several other products(non-asahi), micro catheters and wires also came out damaged.